Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure the farawave 2.0 nav cath 31mm - us was selected for use, there is a hole near the base of the port used for irrigation during preparation, causing fluid to leak. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.